Manufacturer narrative:
(B)(4).

Event description:
In (B)(4) 2010, the device was over-discharged. The pt was seen (B)(6), 2010 and the battery was successfully brought out of the over-discharge state and the pt was instructed to not let the battery deplete. It was charged to 25% full before the pt was sent home to fully recharge. The pt was able to charge 100% that night and again the following week. It was subsequently reported that the device displayed the end of life message. It was recommended that the device be replaced.